Event description:
The facility's biomed reported the pump fell off the IV pole during pt use due to the pole clamp detaching from the pump while on the IV pole. Despite baxter's efforts to obtain additional info regarding the date the incident occurred, the medication involved, pump programming and set-up info, specific pt details and alternate contact info, no additional details were available. No medical intervention was needed and no pt injury results.